Event description:
It was reported during an atrial fibrillation (afib) procedure, the body surface(bs) and intracardiac (ic) signals are intermittent noisy or flatlined. Error 8 has been seen twice. The bwi field representative had rebooted the patient interface unit (piu) five times and took out the bs ECG cable and the issue did not resolve. They also replaced the ablation cable, stockert redel adapter with no resolution. The ez steer thermocool sf navigational catheter was replaced and the issue resolved. The unit was ready for use. Upon request, additional information was received on the event on (B)(4) 2013. There was signal noise and signal loss on all channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both the carto system and the ep recording system at the same time. The issue occurred at the end of the fast anatomical mapping (fam) prior to ablation. There was no pacing being delivered. The severity of the noise and signal loss on all the channels on both the carto system and the recording system at the same time is indicative of a reportable event, thus marking (B)(6) 2013 as the awareness date for this report.

Manufacturer narrative:
(B)(4).